Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and they able to rewind the insulin pump. Customer was performed displacement test and self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for pump error 37 found on (B)(6) 2021. Insulin pump successfully downloaded traces and history files using thump. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 alarms noted during testing. Pump error 37 noted in the pump history/trace files on (B)(6) 2021. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Motor was tested outside of the device and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Insulin pump error 37 not confirmed during testing. However, pump error 37 noted in the pump history/trace files on (B)(6) 2021.